Event description:
It was reported that alarms e206 and e208 occurred during a patient¿s treatment. The flow rate was no longer displayed, but the console continued to operate and the pump was still running. The malfunction continued even after the flow sensor was changed. Upon follow-up it was confirmed that the alarms were related to a CAPA that was opened for flow measurement issues. There was no blood loss due to the event. The treatment was continued using external flow monitoring. The patient did not have to restart treatment on a different console with a different xlung kit. The sample was returned for evaluation. Despite multiple attempts to obtain additional information, no further details have been provided.

Manufacturer narrative:
Plant investigation: the sensor box was returned for evaluation. The failure at hand could not be reproduced; the error did not occur again. However, the issue represents a known failure pattern. It was confirmed the cable and filter were installed correctly, and the orientation of the connections was in accordance with the product specifications. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). On connector x11 of part d500-0144ad, dirt and imprints were visible on the contact springs. The sensor box filter was changed in (B)(6) 2022. In addition, the described failure pattern is induced by low supply voltage. The supply voltage for the digflow mini card was too low, which was probably caused by high contact resistance at connector x11. The console alarms indicate that communication between the flow sensor and sensor box was interrupted. This was most likely due to a fault in the power supply to a circuit board within the sensor box. A CAPA was opened to address this issue, and actions will be implemented to prevent the occurrence of this error in the future.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that alarms e206 and e208 occurred during a patient¿s treatment. The flow rate was no longer displayed, but the console continued to operate and the pump was still running. The malfunction continued even after the flow sensor was changed. Upon follow-up it was confirmed that the alarms were related to a CAPA that was opened for flow measurement issues. There was no blood loss due to the event. The treatment was continued using external flow monitoring. The patient did not have to restart treatment on a different console with a different xlung kit. The sample was returned for evaluation. Despite multiple attempts to obtain additional information, no further details have been provided.